Event description:
The pump was returned to animas. Product analysis evaluated the pump and revealed that the display screen was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the display screen was found to be cracked; the display screen was replaced with a test display and the display returned to normal. (B)(6).